Event description:
The customer reported blood and lipids were noted to be backing up into the tpn set 45 minutes into the infusion. The tpn was infusing at 3.8ml/hour and the lipids rate was not provided, both infusions were connected to a stopcock. When details were requested to determine whether or not patient harm had occurred, the customer reported that the patient required a blood transfusion the next day. It is not known whether the transfusion was related to this event. New systems were setup and the infusions continued. No additional patient or event details were provided by the customer. (B)(4).

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per the customer; however, photographs of the set up were provided. Although it appears that a small amount of milky fluid, presumed to be intralipid, may have backed up toward the tpn filter, the report of blood backing up into the tpn set could not be confirmed.